Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms and elevated pacing threshold measurements. No noise was able to be reproduced in bipolar configuration. The patient noted being hit in the device area around the time of the change in impedance measurements. A chest x-ray was performed which showed the lead was fully inserted into the device header. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.